Event description:
The customer contacted physio-control to report that their device is not functioning. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer to request the status of the device. No response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not functioning. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's internal hybrid layer capacitor (hlc) batteries were depleted; however, a further root cause for the depletion of the hlc batteries could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not functioning. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.